Event description:
It was reported that pump displayed malfunction code 9 without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset steps, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.